Event description:
It was reported that the ilet user experienced high blood glucose after eating breakfast without announcing the meal due to being disconnected from the pump, leading to a highest reported glucose of 400 mg/dl and a high alert on the device. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included a delay to treatment or therapy until the user reconnected and the system resumed insulin delivery, after which glucose values trended downward. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to back up therapy or reconnecting to ilet in a timely manner, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.